Event description:
It was reported that an insulin cartridge in the pump was leaking from the red plunger end while in use, and the user disclosed filling cartridges beyond the recommended 1.8 ml; troubleshooting and education were provided regarding proper fill volume and use, with no pump alerts or alarms reported. Customer care provided support that included user education on correct cartridge fill and handling. Investigation of this case revealed that overfilling likely led to leakage at the plunger end, consistent with user technique contributing to a device use issue involving the cartridge component. Symptoms included no injury and no adverse clinical effects. Outcomes included no medical intervention and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to overfilling.